Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in leon, spain. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report."

Event description:
Livanova deutschland received a report of contamination by mycobacteria avium chimaera of a 3t heater-cooler device. The customer has requested deep disinfection service. There was no patient involvement.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the device was cleaned regularly as per the instructions for use, with more frequent rate except the inclusion of h2o2. The hospital does not use reusable heating blankets. Prior to initial operation and prior to storing the heater cooler 3t system the surfaces and water circuits are disinfected. 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use at an estimated distance of two (2) meters between the surgery field and the device; fan is positioned to the wall. In addition, livanova learned that water quality monitoring is not applied and the h2o2 is not checked every day as prescribed by the instructions for use. It does not pass more than seventy-two (72) hours without using the device and when it is not used, it is stored full of water and the h2o2 is not checked daily. Moreover, h2o2 is not added when the water in the tanks is changed (each seven (7) days). A disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is not used. This is not in accordance with device instructions for use and these deviations may have led/contributed to the reported contamination.

Event description:
See initial report.